Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
To date, no devices or photos were received with the complaint for investigation since the device remains implanted in the patient; therefore, the condition of the components is unknown. Without a device, both visual and dimensional evaluations cannot be performed. Updated information received via product identification information. This reported event alleges a symptom rather than a defined device failure. Per the persona product profiler review it was confirmed that no compatibility issues are noted for all the implanted components. Product history search of the related part and lot combinations revealed no additional complaints. A definitive root cause remains undetermined with the additional information provided.

Event description:
The patient reported experiencing severe pain (hurts badly) with weather fluctuations. To date, the patient is being monitored by physician and no medical intervention has taken place.

Manufacturer narrative:
(B)(4). No devices or photos were received as they remain implanted. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing problems with her knee. The knee still doesn't work and she needs to wear a sleeve over it.